Manufacturer narrative:
There has been a previous report received where this malfunction resulted in a serious injury. Therefore, it must be presumed that recurrence of this malfunction could possibly cause or contribute to a serious injury or require medical or surgical intervention to preclude such. As such, this event is reportable per 21cfr part 803.

Event description:
Patient reports the bottom teeth have moved enough inward to prevent the top teeth from hitting them and chipping the teeth more. The app will not allow check-in because it won't let the patient select and upper which aligner the patient is on. Also, air gaps visibly present on the upper, but more significantly on the lower.

Manufacturer narrative:
A DHR review was conducted with no discrepancies noted.